Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. A 32 x 2.50mm promus premier drug-eluting stent was introduced into the guide catheter; however, it was noted that the body of the stent had fractured. The procedure was completed with another promus premier stent. No patient complications were reported.

Event description:
It was reported that shaft break occurred. A 32 x 2.50mm promus premier drug-eluting stent was introduced into the guide catheter; however, it was noted that the body of the stent had fractured. The procedure was completed with another promus premier stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: a promus premier ous mr 32 x 2.50 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was damaged on the proximal section with stent struts lifted. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found that the hypotube was broken at 57.2 cm distal to the distal end of the strain relief and multiple kinks were also observed along several locations of the hypotube shaft. The type of damages noted most likely occurred due to excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.